Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable.

Event description:
It was reported that during a returned order service the device had a system failure error. This error had occurred two more times before. The output voltage of the device was checked and everything was within range. Due to the frequency of this error, the pump will be returned to have the main board replaced. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.